Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the eval has been completed a supplemental report will be filed.

Event description:
The reporter reported that on (B)(6) 2011 the pt obtained several elevated blood glucose readings of 10.0 mmol/l, 14.0 mmol/l, 22.0 mmol/l and 29.2 mmol/l. The pt experienced the symptoms of shortness of breath, but also noted she is asthmatic, and nausea. The pt administered a bolus of insulin; she did not seek medical attention. The pt also reported a low battery life of two weeks. Troubleshooting revealed the pt had correctly replaced the battery, the battery cap was secure, no leaks or air bubbles were seen, all programming was correct, and all basal/bolus rates were correct and matched the programmed values. Troubleshooting revealed the pump's insulin delivery was functioning appropriately. However, as the pt obtained the blood glucose reading of 526 mg/dl and experienced symptoms suggesting severe hyperglycemia, this complaint is being reported.